Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department for further investigation. The fse conducted follow-up with the customer over-the-phone to address the reported event. The fse walked the customer thru performing the drain flush procedure. Customer indicated to the fse that the pressure is up in range after preforming the drain flush procedure. Customer ran quality control and patient sample and results were within range and without any errors. On a follow up call with the customer the fse was informed that the instrument is functioning as intended. No further actions are required by the fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 6.3 error messages when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages with these errors, the assay stops and the analyzer immediately enters stand-by state. 101 pressure low the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed. The most probable cause of the reported issue was due to air in lines. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported receiving 101 pressure low error during a run on their g8 instrument. Customer changed the filter, checked for leaks at filter and column connections and checked reagents to make sure none of them is empty. The technical support specialist (tss) had customer disconnect the tubing from the filter housing and run the pump for 10 minutes, no liquid came out of the tube and the pressure is reading zero (0). The customer checked and verified the drain flush valve was in the closed position. The instrument is down and a field service engineer was dispatched. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hemoglobin a1c (hba1c) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.